Manufacturer narrative:
Analysis summary: analysis could not confirm the reported event. The device passed all testing. The hanger assembly was found to be broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial mode reading and paces per minute (ppm) of the external pulse generator (epg) were high. The epg was returned for service. There was no patient involvement.